Manufacturer narrative:
Product complaint # (B)(4) this report is for an unk - cage/spacers/bio: cervios chronos /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 134 patients (mean age of 52 years, 58 were females) who were operated with the cervios chronos instrumentation between (B)(6) 2006, and (B)(6), 2020. The following complications have been identified as per the swedish spine registry (swespine) report: intraoperative complications: 3 patients had dural tear. 1 patient had root injury. Postoperative complications within 1 year. 18 patients had dysphagia. 11 patients had recurrent nerve injury. 1 patient had surgical site infection. 1 patient had subsequent reoperation at a new index level. This is for the unknown synthes cervios chronos instrumentation. This report is for one (1) unk - cage/spacers/bio: cervios chronos this is report 1 of 2 for complaint (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional post-op complications reported: intraoperative complications: 1 patient had misplaced implant. Postoperative complications within 1 year. 21 patients had dysphagia. 13 patients had recurrent nerve injury. 1 patient had surgical site infection. Other postoperative complications. 2 patients had reoperation.